Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that they were unable to send a cbct to mosaiq.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that they were unable to send a cbct to mosaiq. It was ascertained that the issue relates to the cone-beam computed tomography (cbct) transfer to mosaiq for offline review. The offline image review is not a safety issue. The root cause of the issue was due to the hitachi pias (third party product) not sending the cbct or mosaiq failing to receive and process the cbct. Mosaiq is working as designed and intended and based on the available information there has been no mistreatment.